Manufacturer narrative:
This report is filed may 12, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic the patient experienced facial palsy and pain with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2016, and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the date of this report is 03/23/2016; not 08/08/2012 as previously reported. This report is filed on april 7, 2016.